Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("on the left side physician can see the bright echogenic echo from the essure and it is lying in the myometrium of the uterus"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), gingival bleeding ("bleeding gums") and kidney infection ("kidney infection") in a 28-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right coil was difficult to place during implant" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included migraine, anxiety and seafood allergy (shell fish: (shrimp , crayfish, lobster, crab)). Previously administered products included for an unreported indication: penicillin, diazepam and motorcycle. Past adverse reactions to the above products included hypersensitivity with diazepam; and urticaria with penicillin. Concurrent conditions included body mass index normal, seasonal allergy, dysfunctional uterine bleeding, nickel sensitivity and uterine polyp. Concomitant products included loratadine (claritin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), skin disorder ("rash or skin condition type: unspecified") and arthralgia ("pain: joints"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2010, the patient experienced gingival bleeding (seriousness criterion medically significant) and visual impairment ("vision got worse"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and vaginal infection ("vaginal infection"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), cystitis ("bladder infection"), memory impairment ("memory issues"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("pain: lower right quadrant"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (partial) with bilateral salpingectorny), and surgery (tooth extraction). Essure (ess205) was removed on (B)(6) 2016. In 2016, the migraine had resolved. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, uterine haemorrhage, gingival bleeding, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, memory impairment, headache, visual impairment, fatigue, weight increased, vaginal infection, depression, skin disorder and arthralgia outcome was unknown and the dysmenorrhoea, abdominal pain lower and alopecia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, alopecia, arthralgia, cystitis, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, gingival bleeding, headache, kidney infection, memory impairment, menorrhagia, migraine, pelvic pain, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - on (B)(6) 2007: negative ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine haemorrhage (confirming genital hemorrhage), joint pain, pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was updated. This case concerns 28 year old patient. Patient demographics were updated. Her historical medication, historical condition and concurrent condition as added. Lab data was updated. Essure lot number was added. Essure indication was added. Concomitant medication was added. Per medical record, event: abnormal uterine bleeding was added. Events: bleeding gums, abnormal bleeding (vaginal, menorrhagia), bladder infection, bladder infection, kidney infection, memory issues, memory issues, headaches, dysmenorrhea (cramping), pain: lower right quadrant, vision got worse, fatigue, weight gain, hair loss, vaginal infection, depression, rash or skin condition type: unspecified, pain: joints and right coil was difficult to place during implant. Post essure removal the following events ceased hair loss, painful cramps, lower abdominal pain and migraines became less frequent. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("on the left side physician can see the bright echogenic echo from the essure and it is lying in the myometrium of the uterus"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), gingival bleeding ("bleeding gums") and kidney infection ("kidney infection") in a 28-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device difficult to use "right coil was difficult to place during implant". The patient's past medical history included migraine, anxiety and seafood allergy (shell fish: (shrimp , crayfish, lobster, crab)). Previously administered products included for an unreported indication: penicillin, diazepam and orthotricyclene. Past adverse reactions to the above products included hypersensitivity with diazepam; and urticaria with penicillin. Concurrent conditions included body mass index normal, seasonal allergy, dysfunctional uterine bleeding, nickel sensitivity and uterine polyp. Concomitant products included loratadine (claritin). In 2007, the patient experienced depression ("depression"), skin disorder ("rash or skin condition type: unspecified") and arthralgia ("pain: joints"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2010, the patient experienced gingival bleeding (seriousness criterion medically significant) and visual impairment ("vision got worse"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and vaginal infection ("vaginal infection"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), cystitis ("bladder infection"), memory impairment ("memory issues"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("pain: lower right quadrant"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (partial) with bilateral salpingectomy), and surgery (tooth extraction). Essure (ess205) was removed on (B)(6) 2016. In 2016, the migraine had resolved. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, uterine haemorrhage, gingival bleeding, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, memory impairment, headache, visual impairment, fatigue, weight increased, vaginal infection, depression, skin disorder and arthralgia outcome was unknown and the dysmenorrhoea, abdominal pain lower and alopecia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, alopecia, arthralgia, cystitis, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, gingival bleeding, headache, kidney infection, memory impairment, menorrhagia, migraine, pelvic pain, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - on (B)(6) 2007: negative . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine haemorrhage (confirming genital hemorrhage), joint pain, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014, patient had a surgery to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.